Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. The anatomy was posterior, chicken wing, complex and difficult to close. Attempts were made with an initial watchman flx closure device (wds), but after difficulty obtaining position, the wds was exchanged for a 27mm wds. After several attempts at meeting release criteria, the device successfully met the criteria and was released. Upon release, a large clot was observed. Unsuccessful attempts were made to aspirate the clot. The patient was administered a bolus of aggrastat and transferred to a recovery room with heparin drip overnight. The following day the patient awoke and recovered well. It was also noted that activated clotting times (act) were checked throughout the procedure, however there was a point where the act was not checked for 20-25 minutes, and the act had dropped to 216 seconds.